Event description:
The customer reported that in the late afternoon of (B)(6) 2022 he received a blood glucose result of 591 mg/dl and two minutes later a result of 151 mg/dl. The phone connection was lost and the customer was disconnected. The customer called back and reported that he received a reading of 571 mg/dl on (B)(6)2022 at 12:31 pm and 156 mg/dl on (B)(6) 2022 at 12:32 pm. It is unclear if the customer tested four times, or if the customer changed the results of the readings reported on the first phone call.